Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away at approximately 04:00 on (B)(6) 2025. The patient was found unresponsive with no respirations and had a longstanding do not resuscitate status with their automatic implantable cardioverter defibrillator (aicd) deactivated for a few years. Log files were sent for review. The periodic log file was normal until (B)(6) 2025 at 3:45:13 when low power events began occurring but were not responded to. This was followed by low flow alarms at 4:45:13 then no external power events at 6:45:13. The emergency backup battery (ebb) was operating the pump at this time. The ebb was still operating the pump at the last time stamp in the periodic log file at 7:45:12. The event log file was 46 seconds in duration on (B)(6) 2025 from 8:34:26 to 8:35:12 and showed the pump was off for this 46 second duration. It appeared that the pump stopped on (B)(6) 2025 sometime between 7:45:12 (periodic log last time stamp) and 8:34:26 (event log first time stamp) due to a total loss of power when the ebb completely drained. When the ebb completely drained, the system controller would default to the time stamp of (B)(6) 2000 at 0:00:00. The time stamp when the pump transitioned from running to off was no longer available in the event log file as it was overwritten by newer incoming data. Additional information stated that the cause of death was unknown. The patient was found on floor, unconscious, by their bed at the assisted living facility. The death was not considered device related. The device was believed to have operated as expected. The cause of the low flow alarms was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries becoming fully depleted, leading to a pump stop, was confirmed via log file review. Data from the reported event date 28dec2025 was reviewed. The periodic controller log file shows a low power advisory alarm activated on 28dec2025 at 3:45:13 while the patient was connected to battery power. The batteries that the patient was connected to were seen depleting in voltage from extended use until they were seen completely depleted within the event captured at 6:45:13 on 28dec2025 within the periodic data. The backup battery was providing power to the pump as intended during this time. At the beginning of the event data, on 8:34:25 on 28dec2025, the controller event log file showed the pump stopped and a complete loss of external power. The events leading up to the pump stop were not recorded by the log file as newer data had overwritten the events. From the timestamps it could be seen that the backup battery was able to support the pump for over 1 hour. The controller was fully powered down at the end of the log file. No other notable events were captured. Provided information stated that the patient was found unresponsive next to their bed. The system controller, serial number (B)(6), was not being returned for evaluation. The information seen within the log file was consistent with the patient being unable to exchange power sources due to being unresponsive as reported. There were no device issues identified during evaluation of the log files and the reported event cannot be correlated to a device related issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisories and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. This section also states that two new fully charged 14v batteries provide 17 hours of support. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.